Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was in backup operation. The reset was related to event queue overflow. Programming changes were performed successfully. There were no patient consequences.